Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015. The physician removed the base of a polyp located on the "left anterior side near the internal os". The physician noticed that some of the pathology was not visible and noted there was a "small perforation on the pt's right ostia region". No intervention was required for the perforation and the pt was discharged home.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the mfg date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Myosure disposable: according to the instructions for use (IFU). Warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Reference internal complaint cc#(B)(4).